Manufacturer narrative:
The device and angiograms were not returned for investigation. From the complainant report prior to manta deployment, a hematoma was present at the access site. The IFU states in the special patient populations section that the safety and the effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation. Post deployment, the hematoma increased in size and post closure angiogram showed the lock was very far from the vessel. A contralateral balloon was inflated to tamponade; followed by a post balloon angiogram showing femoral artery was patent. While transferring the patient, the hematoma formed again. A surgical cut down and repair was performed. It was reported the toggle was correctly positioned inside the femoral artery, but the collagen and lock were very far from the toggle. The root cause of the failure for the manta lock/collagen not being advanced fully cannot be determined. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed and failure for distal lock to advance completely is a known risk. The occurrence rate of this type of incident remains below risk documentation acceptable occurrence levels. The device history record (DHR) was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists hematoma and other access site complications requiring endovascular and surgical interventions as a possible adverse event associated with vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
It was reported that a tavr was performed on (B)(6) 2019 . It was reported to a teleflex representative by the operating physician that a hematoma developed during the tavr procedure. The physician reported that he added an additional 1cm to the original depth deployment measurement to account for the hematoma. Following deployment of manta 18f the hematoma continued to grow. Post closure angio showed that the lock was far from the initial puncture site. The physician stated that he performed a second lock advancement. A balloon was advanced from the contralateral side to tamponade. A post balloon angio showed the "femoral artery ok." And physician said hemostasis was achieved. While the patient was being transferred from the cath lab to the unit, the hematoma formed again. A vascular surgeon took the patient for cut down and repair. The vascular surgeon noted that the manta anchor (toggle) was inside the femoral artery and that the collagen and lock were "very far" from the anchor. The patient was reported to be fine following the procedure.